Event description:
The hcp reported that the battery was prematurely explanted approximately 41 months after implant. The hcp reported that the device was explanted due to "battery depletion". An end of life alarm was noted. The device was replaced with another pump. The device was returned to the manufacturer for analysis. A follow-up report will be sent when additional information becomes available.